Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with stripped battery cap coin slot and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump received blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had crack near the battery cap. The insulin pump will be returned for analysis.